Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed. However, a replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.